Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Technical services (ts) reviewed lead trends and discussed a general increase in impedance likely due to fluid status changes. It was noted the patient had recent peripheral surgery and is now having a peripheral angiogram. Ts suggested continued patient monitoring. No adverse patient effects were reported. The lead remains in service.